Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the cycler cassette and in the pump module area of the cycler after ending peritoneal dialysis (pd) treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the tubing set inside the cassette module. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The pdrn reported the patient was hospitalized due to a mild stroke and seizures on 2022-06-27. It was confirmed this event was unrelated to any fresenius device(s) or product(s). Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: during a follow-up call for a fluid leak, a peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient was hospitalized after the patient¿s spouse observed the patient as sluggish and having a facial droop. The patient was admitted to the hospital due to mild stroke and seizures. Per the pdrn, it was confirmed that the patient¿s events were unrelated to any fresenius device(s) or product(s). There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the cycler cassette and in the pump module area of the cycler after ending peritoneal dialysis (pd) treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the tubing set inside the cassette module. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The pdrn reported the patient was hospitalized due to a mild stroke and seizures on (B)(6) 2022. It was confirmed this event was unrelated to any fresenius device(s) or product(s). Additional information was requested however to date has not been provided.